Event description:
Procedure performed: robotic thoracotomy. Event description: "while removing the cigar ( [device name] roll) through the 15 mm access system during the procedure, the black and white colored valve adapter was broken and came along with the [device name] roll. The broken item was saved and handed over to the charge rn." Product available for return. Intervention: case was completed with no other issue. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component and black fragment. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. The black fragment was identified to be part of the septum, an internal rubber component of the seal. Based on the condition of the returned unit, it is likely the reported event was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿

Event description:
Procedure performed: robotic thoracotomy. Event description: "while removing the cigar ( [device name] roll) through the 15 mm access system during the procedure, the black and white colored valve adapter was broken and came along with the [device name] roll. The broken item was saved and handed over to the charge rn." Product available for return. Intervention: case was completed with no other issue. Patient status: no patient injury.